Event description:
Provider states on/off switch not working, rental unit (B)(4), no property damage or injury alleged,no further information provided. Additional non-reportable complaint for this device; provider alleges the pilot valves will not switch.